Event description:
A falsely elevated troponin I result of 6.27 ng/ml was obtained. The result was reported to the physician. Sequential sample test resulted in 0.01 ng/dl. The initial sample was tested again on an alternate methodology and a result of 0.02 ng/ml was obtained. The initial sample was tested again on the initial instrument and a result 0.9 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicated a need for r1 drain mainenance.